Event description:
The facility representative reported a colleague volumetric infusion pump with a reported condition of "will not turn on, keeps shutting off. The reported condition occurred during biomedical testing. There was no pt injury or medical intervention reported. This device utilizes user interface module master software version 5.09.90 that is categorized as a remediated "colleague 2006" pump. No additional info was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation. Or if any additional details become available. This report represents all info known by the reporter at this time.